Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that while the device was clamped on a vein, a vicryl cord was cut, and then the handle of the device would not open. The tissue was cut to release the device and the device was removed from the tissue. There was unanticipated tissue loss due to the device removal. There was an extension of the surgery time by more than 30 minutes. There was no patient injury.

Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection noted tissue caked on the seal plate and in the jaws. The jaws were not locked when the device was received. The knife cut of the device was tested on a silicone test strip with acceptable results. The trigger retracted properly but did not release and return to home position without assistance. When the latch was pushed forward the jaws opened properly. After cleaning the tissue from the jaws and the blade track, the trigger retracted smoothly. The investigation identified the root cause of the reported event to be the user infrequently cleaning the jaws. The IFU states, keep the instrument jaws clean. Buildup of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.